Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional absolute pro device is filed under separate medwatch report number.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a superficial femoral artery lesion, and a percutaneous intervention was performed. While advancing the ht connect guide wire, the tip kinked due to anatomy, and the device failed to advance further. The ht connect was then removed into the sheath when resistance was met, and the ht connect tip separated. The separated tip remained at the sfa lesion site. Following, an absolute pro stent delivery system (sds) advanced through the subintimal plane of the sfa without noted issues. During deployment, the stent jumped back approximately 0.5 centimeters (cm). Post-deployment, the distal end of the stent appeared narrow. Reportedly, this was due to anatomy, and there was no issue with stent expansion. As planned, another absolute pro sds advanced through the subintimal plane and to the lesion treatment site. Stent deployment was performed and again, the stent jumped back approximately 0.5cms during deployment. Both absolute pro stents were well apposed to the vessel wall and remained within the lesion site. Additionally, the absolute pro stents had crushed the separated ht connect tip to the vessel wall. There was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported malposition. In this case, it may be possible that the stent interaction with the separated wire affected the apposition of the stent causing the stent to slip back under the withdrawal force of the deployment sheath. However, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.